Event description:
It was reported that a 35 year multiple-trauma, comatose tracheostomised pt was being ventilated in the ICU. An ICU nurse, who was at the time dealing with a critically ill new admission heard the ventilator alarm sound in the pt's room. The nurse entered the room and beeped the dr on duty (who was at the time attending a high risk hemodialysis pt in another room). The dr, at some time subsequently, entered the tracheostomised pt's room, noticed that the pt was in cardiac arrest and the ECG trace was flat. It was not possible to ventilate the pt. The tracheostomy tube was checked and found to be patent. The pt was removed from the ventilator and manual ventilation via a reservoir bag was attempted. Ventilation was still not possible. The device was removed from the circuit and gas flow could then be achieved. Subsequently, the involved device was reported to be blocked when tested with a reservoir bag on the evening of 9/12/97 and on the morning of 9/15/97. On the afternoon of 9/15/97 the device was retested with a reservoir bag. This time gas passage through the device was reportedly achieved. A small amount of "froth" was reportedly released from the filter at this time.

Manufacturer narrative:
Evaluation codes: additional testing performed included ultrastructural analysis, bacteriological analysis, macroscopic and microscopic examination. No further patient information was released from the facility. Device evaluation/analysis: the involved device and an unused specimen device of the same model (control) were tested at a reference laboratory. The involved and control devices were both found to have similiar resistance to gas flow when tested at 14l/min. Macroscopic and microscopic examination of the involved device revealed that it's membane was not occluded. The mebrane's structure was found to be similiar in appearance to that of the unused control device. The involved device appeared representative of current manufactured product. The reference laboratory concluded that its examination of the involved did not reveal any evidence that the device malfunctioned in any way or that it had served as either a contributory or causal factor in the adverse event. The firm agrees with this conclusion. A review of the manufacturing history for this lot revealed no deviations from normal procedure and the lot passed release requirements. No similiar user reports have been raised for this manufacturing lot. Unless subtantially significant information becomes available, this constitutes a final report.